Event description:
Event description guidant received information that this device had reached end of life (eol) in less than two years. The field representative indicated that the device most likely depleted prematurely due to high output programming due to high thresholds.